Manufacturer narrative:
The patient reports no excessive activity and no trauma that is likely to have contributed to the lead migration. Patient is reported to have somewhat abnormal anatomy around the knee joint and was deemed to not be a candidate for a joint replacement. It is unclear if the patient's pre-existing knee condition contributed to implant instability.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. After implant the patient reported inadequate pain relief. Reprogramming attempts found very high power was required for the patient to feel temporary relief from the system and imaging confirmed that the single implanted lead had migrated away from the intended target. On (B)(6) 2024 a surgical revision was performed to place a second lead at the intended nerve target. During the procedure the original implantable pulse generator (ipg) was removed and replaced with a new ipg that is able to accomodate two leads. The original migrated lead was left in place and both leads were connected to the new ipg.